Event description:
It was reported that the xenon light source had no image and snowing visible in the field of view. The issue was found during an inspection for use. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.